Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedance measurements greater than 3,000 ohms since (B)(6) 2019. The lead also exhibited loss of capture (loc) and noise upon manipulation. A lead fracture was suspected. The patient is not pacemaker dependent and was asymptomatic. Surgical intervention was performed and the lead was replaced.